Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mid left anterior descending (mlad) artery with 90% stenosis, moderate calcification and moderate tortuosity. The 3.0x12mm nc trek neo balloon dilatation catheter (bdc) was soaked in saline and was prepared (air aspiration) outside the anatomy prior to use. The balloon ruptured during the first inflation at 8 atmospheres (atms) for 5 seconds. A non-abbott balloon was used to continue the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.